Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had ipg migration. It was also reported that the battery was depleted. The patient underwent an ipg replacement procedure per physicians preference.

Event description:
A report was received that the patient had ipg migration. It was also reported that the battery was depleted. The patient underwent an ipg replacement procedure per physicians preference.